Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the sphincterotome in the biliary tract, the cutting wire broke during the procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d4: expiration date, d4-unique device identifier (UDI) #1, d8, d9, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. In addition, the following reportable malfunctions were identified during the device evaluation the coated portion of the cutting wire was torn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.